Event description:
The cardiologist closed the arteriotomy with a prostar plus 8 f pvs device. Closure was dry. Post-procedure, the pt's leg turned purple. Peripheral pulses were good. Ultrasound showed no venous flow from the groin to the toes. The vascular surgeon noted that a fascial closure had been performed resulting in a hematoma the size of a golf ball that compressed the femoral vein producing a clot. The vascular surgeon collected the clot using a venous filter and corrected the incomplete closure. Blood flow was restored with immediate return of normal color to the leg. The pt did fine after surgery. The device was not returned to the MFR and was not available for evaluation.